Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; one pear shaped clips were released. The remaining firing sequences resulted in three clips conforming according to our manufacturing specifications and three scissor clips. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. However, it could not be determined what may have caused the found scissor clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance down the shaft of the instrument and that it felt to be 'jamming'. Another device was opened and the procedure continued with no problems. Short delay of the procedure, but no patient problems.